Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported by the account that the thumb slide was not fully retracted to the start position and both the system and deployment levers were not locked prior to removal. Resistance was felt during removal and the distal end of the delivery catheter was noted to be separated. It should be noted that the , supera, FDA, electronic instructions for use (IFU) states, ¿prior to removal of the delivery system, ensure the supera stent is completely deployed, the thumb slide is retracted, the system lock and deployment lock are locked (in the path of the thumb slide). Should unusual resistance be felt at any time during stent system removal, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit.¿ in this case, the deviation of not properly removing the device as instructed per the IFU likely resulted in the reported resistance, as the thumbslide was not retracted and locked prior to withdrawal causing interaction between the exposed tip and patient anatomy resulting in separation of the tip. Additionally, slight force was used during attempts to remove the device and the distal shaft ultimately separated which seemed to be a reasonable clinical response to the reported difficulties. Additional treatment with a snared device was performed to remove the separated portion of the device. The investigation determined that the reported difficulty removing the device and separation appear to be related to user error/operational context. In this case, the deviation of not properly removing the device as instructed per the instruction for use (IFU) likely resulted in the reported resistance, as the thumbslide was not retracted and locked prior to withdrawal causing interaction between the exposed tip and patient anatomy resulting in separation of the tip. Additionally, as resistance was experienced, the physician used slight force during attempts to remove the device and the distal shaft ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - excessive force, failure to follow steps / instructions.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the superficial femoral artery (sfa). Following the successful deployment of a 6x150mm supera peripheral self-expanding stent (ses) through a 6fr sheath, the distal end of the delivery catheter was noted to separate after resistance was felt during withdrawal. Slight force was noted to be applied and the separated portion was snared from the vessel. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.